Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a resection of the esophagus, when resecting the tissue, the fully loaded signia could no longer be triggered after 3 hours and 7 magazine applications. During a visual inspection, a crack appeared at one corner of the device. Also the device was over heated and became very hot. A manual handle was used to complete the case. There was no patient harm.